Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while removing the dressing they noticed the catheter was severed near the clamp on the proximal port. As a result, the catheter was exchanged for the pt and was used successfully. There was no delay in treatment, no pt death and no pt complications were reported. The pt outcome was fine.